Event description:
The customer reported the generation of erroneously low patient and quality control results on their au680 clinical chemistry analyzer. The customer did not specify the affected analytes. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au680 chemistry analyzer and identified the probable cause as a misaligned sample probe. The customer replaced the sample probe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).